Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response due to a flattened act keypad dome. The keypad connector was found closed properly during visual inspection. Unable to perform the displacement test or verify motor error alarm due to the keypad anomaly. However, the motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 11.5mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.